Manufacturer narrative:
Concomitant product: 4965-25 lead, implanted: (B)(6) 2006.

Event description:
It was reported that during routine device interrogation a lead warning was observed for undefined/high impedance on the right ventricular (rv) lead. It was further reported there was a possible lead fracture. The lead remains in use and the patient was referred to a cardiothoracic surgeon for lead revision procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.